Event description:
It was reported that the patient presented to the hospital due to skin itching. It was noted that the patient experienced redness and swelling due to the infection. The right atrial (ra) lead and right ventricular (rv) lead were explanted due to the infection and vegetation. The infection however was suspected to be due to patient's own low immunity and not related to the product or the procedure. The patient was in good condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced redness and swelling due to the infection. The right atrial (ra) lead and right ventricular (rv) lead were explanted due to the infection and vegetation. The infection however was not related to the product or the procedure. The patient was in good condition.